Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.5mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced to dilate the target lesion. The balloon was initially inflated at 18 atmospheres; however, upon the second inflation at 18 atmosphere for 5 seconds, the balloon ruptured. The device was completely removed from patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.